Event description:
12 year old male admitted to peds and subsequently transfered to pediatric ICU for respiratory distress. Intubated, placed on ventilator. On 8/1/95 at approx 1915 hours the pt desaturated and the vent was noted to have been turned off. Vent immediately removed, pt ambued and ventilator replaced. Event did not result in pt harm. Police. Adm security and chief of picuy notified. In-house and police investigation initiated. ICU security immediately increased.